Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced air bubbles in their reservoir. The customer's blood glucose was unk. The customer stated they would call back for further troubleshooting. Nothing further reported.